Event description:
The pt stated that she began using her insulin infusion device in 2007 after one year of using an alternative therapy. She stated that, after returning to the use of her infusion device, she has experienced situations (number not specified) where the infusion device shut down without warning. She stated that, two months later, she experienced a blood glucose value of 20 mmol/l (360 mg/dl) related to an occurrence. She reported symptoms of elevated blood glucose including feeling tired, lethargic and thirsty. She reported her normal blood glucose to be 7 mmol/l (126 mg/dl). She explained that, when she became aware of her elevated blood glucose, she looked at her infusion device and noticed that the display was completely blank. She noted that the pump had not alarmed. Based on her observation, she replaced the power pack in the infusion device. She then bloused insulin using the infusion device to reduce her elevated blood glucose level. She stated that she normally is able to operate the infusion device for two weeks on a power pack. She acknowledge learning of the recall on the day of this report. She was educated regarding the recall and was advised to discard remaining power packs affected by the recall. She was shipped additional corrected power packs for use. She did not have the specific lot number of the power pack in use available at the time of the report. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.